Event description:
A customer reported a malfunction on a pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.